Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2011 and mesh was implanted. The patient attended with mixed urinary incontinence, vaginal pain, recurrent stress leaks 4 years after surgery and inability to have intercourse due to pain., 10mm x3mm mesh erosion was found from the mid urethra to right sulci. Vagina was also found to be atrophic. The patient is tender over the mesh erosion and was offered to be referred for total mesh removal via smrc or local excision and cystoscopy. The patient prefers to have treatment locally under ga. MRI was also requested to assess the course of the mesh. Advised vaginal oestrogen initially. The device remains in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe any medical/surgical intervention for the exposure including dates and findings. Please describe any medical intervention given for pain management including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.